Event description:
During an acl procedure that 3 new blades broke in half and were easily retrieved. The blades were used in a sagittal saw handpiece in the 90 degree position for the longitudinal cuts and in line with the handpiece for the distal and proximal cuts.three blades broke in each case during a relatively short and simple surgery. The blades broke across the balde, all in the same location, closer to the handpiece.